Manufacturer narrative:
The device was discarded. There is no allegation of a malfunction. Therefore, no device evaluation will be performed.

Event description:
A cardiac lead extraction procedure commenced to remove one 7000 series right ventricular (rv) lead (externalized) due to high impedence/malfunction with externalized wires. The physician started to extract the lead with a spectranetics 11fr tightrail rotating dilator sheath and spectranetics lead locking device (lld). The clearing stylet/lld could not go any farther in the lead than approximately the innominate region. Physician used sutures along the lead to provide extra traction. Physician upsized to a spectranetics 13fr tightrail rotating dilator sheath because the 11fr would not go over superior vena cava (svc) coil. The 13fr tr made it over the coil to about 1 inch past the coil, then progress stalled. Lead wires were visible snowplowing at the end of tightrail device when physician attempted to go any further. As the team was discussing how to improve the rail, the patient's blood pressure dropped. An effusion was seen via tee. Rescue efforts were implemented including sternotomy. Injury was discovered in posterior portion of svc/right atrial (ra) junction. Physician successfully repaired the tear. Philips representative was able to speak with the physician and he was not sure what caused the injury to svc/ra junction - whether it involved the tightrail device or the exposed lead wires, or both.